Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's system was explanted due to an infection. There is no documented allegation that the device caused or contributed to the infection. No further information available.